Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was stated on (B)(6) 2024 that the patient was currently alive, doing well and was transitioning to oral diuretics. They had a temporary right ventricular assist device (rvad) placed the day they went back to the or, and it was stated they had a bit more ventricular tachycardia (vt) which had since settled out. They were on inotropic support, the rvad was weaned off and now inotropic support was weaned off. They were doing well, got pacemaker/defibrillator placed (B)(6) 2024 and had no further issues with arrhythmias since their pacemaker/defibrillator was placed. It was unclear if cause of arrest was ischemia (initial presentation was myocardial infarction (mi) and he was not revascularized), scar tissue from mi or suction. There was lower suspicion for suction as inflow cannula was well positioned within the ventricle. The reason for changes to patient set speed was due to the continuous arrhythmia and hypotension in or, so they were placed on high doses of vasopressor and inotropes. With the rvad in place, the patient was able to tolerate higher pump speed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported events could not be conclusively determined through this evaluation. The submitted system controller event log file captured low flow alarms throughout 14jun2024. The events occurred when the estimated flow was calculated below the low flow threshold of 2.5lpm. Pi was noted to be elevated at the time of the events. Multiple fixed speed changes were captured that appeared to be consistent with post-implant optimization. No other notable alarms or events were captured. The pump operated as intended at the fixed speed. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists cardiac arrhythmia as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, "patient care and management", lists arrhythmia as a potential late postimplant complication. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. This section also explains, "pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events, and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed." Section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient came out of the operating room after implant not tolerating very high speeds. The patient arrested overnight and was taken back to the operating room for adjustment/exploration and everything looks okay on inspection. The patient's mean arterial pressure (map) was 80-90 and was being manipulated by medication. Log files were submitted for review and captured numerous low flow events with flow as low as 1.5 lpm. By the end of the log file flow had recovered into the 3 lpm range. Multiple fixed speed changes were also noted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.